Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called to her home due to a low blood glucose reading below 40 mg/dl. The customer was tested with glucagon and dextrose. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer also stated that the insulin pump was worn during an MRI scan. The customer was advised to remove the insulin pump during future MRI scans. Nothing further was reported.